Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately one year after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome returned and the patient was identified as being deceased. At this time, no additional information is available. (B)(4) competitor implantable pacing lead, implanted (B)(6) 1998; 4285 competitor implantable pacing lead, implanted (B)(6) 1998.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.